Event description:
It was reported that: "as the peal away sheath was being removed the hub detached from one side. All the sheath was removed successfully." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two images for evaluation. The images show the separation of one tab from the extrusion at the location of the tab. The customer returned one peel-away sheath for analysis. Definite signs of use were observed. Visual analysis revealed that one peel-away sheath tab was separated from the extrusion due to incorrect tearing of the sheath extrusion. Portions of the proximal end of the peel-away extrusion were still molded into the tabs. The point of separation occurred at the distal end of the tab. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was partially split down the score lines. No defects or anomalies were observed on the score lines. The peel-away sheath body length measured 4", which is within the specification limits of 3 7/8"- 4 1/8" per product drawing. Functional testing could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The report that the peel-away sheath tabs tore incorrectly during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one of the sheath tabs separated from the extrusion. Portions of the proximal end of the peel-away extrusion were still molded into the tab. The sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the observed failure mode likely occurred during the manufacturing process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "as the peal away sheath was being removed the hub detached from one side. All the sheath was removed successfully." The patient's condition is reported as fine.